Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, it was found that the uso seal was delaminated. Replaced uso seal and battery door. Performed dso/uso calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a broken battery case and missing battery guides. The investigation found that the uso seal was delaminated. No additional information. Int (B)(4).